Event description:
A report was received that during a suction procedure, the catheter came out of the suction valve and was subsequently removed from the endotracheal tube with forceps. The patient was reported to be desaturated at the time. No patient injury or adverse event were reported. Ballard medical products has no first hand knowledge of the allegations, but is relaying info rec'd from outside sources pursuant to federal regulations.